Manufacturer narrative:
This case was assessed by merz north america as serious. The event of blindness was assessed as expected based on the currently valid us instructions for use leaflet of radiesse and possibly related to the treatment with radiesse. Based on the information provided, this case was assessed as reportable to the FDA as the event of blindness was deemed to meet the serious injury criteria of required intervention to prevent permanent damage. Merz causality re-assessment due to follow-up information received on 19-mar-2025: the suspect product was re-coded from radiesse to radiesse(+). The event verbatim was changed from blindness to blindness/lost sight, and the coding remained unchanged. The events nausea, vomiting, distress and inflammation were added. Off label use of device was added. This case was assessed by merz north america as serious. The events of vomiting and emotional distress were assessed as unexpected whereas the events of blindness, injection site inflammation and nausea were assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). The reported eye pain, clammy, pale and swelling are considered to be symptoms of blindness, nausea, vomiting, emotional distress and injection site inflammation and therefore were not coded. Off label use of device was coded only for formal reasons. Injection into the cheek is not an approved indication for radiesse(+) in us. Based on the information provided, this case was assessed as reportable to the FDA as the event of blindness was deemed to meet the serious injury criteria of hospitalization and required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us physician and concerns a female patient. The patient was injected with radiesse. On an unknown date, after injection with radiesse, the patient experienced blindness. The outcome of the event was unknown. Follow-up was received on 19-mar-2025: the suspect product was re-coded from radiesse to radiesse(+). The event verbatim was changed from blindness to blindness/lost sight, and the coding remained unchanged. The events nausea, vomiting, distress and inflammation were added. The patients initials and age group were provided. She was an adult (reported as 45-50-year-old) at the time of the events. She was injected with radiesse(+) into the cheek (off label use of device) (also reported as in malar area), on (B)(6) 2025 (also ambiguously reported as thursday on (B)(6) 2025). Batch number was reported as unknown. The patient's medical history included a stroke. On (B)(6) 2025, at the time of and immediately after the radiesse(+) injection, the patient experienced abnormal, intense severe eye pain, followed by nausea and vomiting. She was clammy and pale and showed signs of distress. The physician administered an epi-pen and immediately called an ambulance, and the patient went to the hospital. She was hospitalized from (B)(6) 2025 to (B)(6) 2025 (ambiguously reported as (B)(6) 2025). The patient lost sight in her left eye and was seen by neuro ophthalmology and retinal ophthalmology. They were also reporting swelling and inflammation. The physician was not sure when the vision loss occurred exactly, however seemed to occur on sunday, on (B)(6) 2025, according to the patient's mother. A retinal specialist was consulted, but was unable to identify/locate/visualize what/where was causing the event. The physician reported a possible blindness. The outcome of the event blindness/lost sight remained unchanged. The outcome of the events nausea, vomiting, distress and inflammation was unknown.